Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via website posting device malfunction. The customer's blood glucose was unknown. It was reported the insulin pump had the following malfunctions: device unresponsive, motor error, and low battery life. Customer using replacement device. Customer was not reachable to perform troubleshooting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No motor error alarm noted during testing. The motor was tested outside the device and passed. (B)(4).